Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected low battery alarms noted. Insulin pump had intermittent buttons, due to corroded keypad traces. Insulin pump had minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that she is having issues with the buttons of her insulin pump. Customer is concerned because he only gets three weeks of battery life. The blood glucose reading is 164 mg/dl. The insulin pump will be replaced. Nothing further reported.